Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm tenaculum forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm tenaculum forceps instrument cable got broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the tenaculum instrument was damaged during a myomectomy on (B)(6) 2024. The instrument was briefly inspected prior to use and no issue seen. The specific task being performed was a fibroid was being lifted from the uterus by the tenaculum as cautery was used to separate tissues. The tenaculum did not collide with anything and no fragments fell into patient. There are no videos or photos. The initial reporter was unable to provide any specific patient info (other than what was given at the time RMA form was filled out).